Event description:
The advocate called about her mother's lancing device. She alleged that she was having trouble ejecting the lancet from the device, and while trying to do so, her hand slipped and her index finger was cut. It's not known if she required any medical attention for the cut. The lancing device was returned for evaluation. A replacement device was sent to the customer.

Manufacturer narrative:
The qa lab evaluated the returned device and had no trouble ejecting lancets. Lancing devices are not serialized or assigned lot numbers, so it's not possible to determine a manufacture date.